Event description:
Spontaneous; patient stating that her pump keeps making clicking noise. Patient said she infused yesterday without any problems, but clicking does not stop. Rph confirmed with patient that the blue and gray switch is in the "off" position. Rph also informed patient that the clicking noise will stop when the black metal bracket reaches the plunger of the syringe. Pt requested a new freedom 60 pump. No missed dose; no ade reported; device available for return; unknown lot and expiration. No further information known. Pump used to infuse hizentra at above dose and frequency. Reported to (B)(6) by pt/caregiver.